Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis indicated that the radiofrequency (rf) head had a damaged cable, but passed all functional testing. The label was also delaminated. The rf head will be repaired and returned to service. (B)(4).

Event description:
The radiofrequency head was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.